Manufacturer narrative:
D10: 01-030-01-0450 - alt cup clstr g4 sz 50: 6805152. 180-65-30 - alteon 6.5mm screw, 30mm: s098049. 180-65-30 - alteon 6.5mm screw, 30mm: s206062. 01-030-42-0436 - alt xle lnr extcov g4 36: 6653223. 170-36-00 - biolox delta femoral head 36mm od, +0mm: 6676461. 188-00-04 - wedge plasma s/o sz 4: 6793376. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right hip total arthroplasty. Subsequently, the patient experienced pain due to trochanteric bursitis approximately 2 years and 1 month after initial implantation. As a result, the patient was given a home exercise program. No further patient impact reported. No further information available.